Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
This is a report about an open package. According to the customer's report, the package was found to be open before use, and this product was thus not used.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: three photos and one sample were received by our quality team for investigation. Upon visual inspection, it was observed that the package seal was open therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001330769 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. A corrective action project was initiated to address this issue. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text: see manufacturer here.

Event description:
This is a report about an open package. According to the customer's report, the package was found to be open before use, and this product was thus not used.